Event description:
During trouble shooting of a different alarm, baxter reviewed the home patient's (hp) alarm log and found a system error (se) 2240 (air in line ). The hp was referred to their registered nurse (rn). There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted hp on (B)(6) 2011 regarding the system error 2240 alarm. The hp reported that the issue was resolved, by starting over with new supplies. The hp stated that she had disconnected and did not reconnect in time before therapy started again. The hp reconnected and the homechoice alarmed. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The reported problem was confirmed. The assignable cause was patient disconnected from set. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.